Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. A caregiver reported receiving low readings with sensor. The customer experienced a loss of consciousness and was taken to hospital where a diagnosis of diabetic ketoacidosis was made. The customer received administration of intravenous insulin for treatment, by healthcare provider. There was no report of death or permanent injury associated with this event. A sensor result of 41 mg/dl was compared to a built-in reader reading of 229 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.